Manufacturer narrative:
(B)(6). Device is a combination product the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same case as 2134265-2013-01144. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was a de novo lesion located in the mid right coronary artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was a de novo lesion located in the proximal left circumflex with 80% stenosis and was 32 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 38 mm promus element plus stent, with 0% residual stenosis. The patient was discharged. Three days post index procedure, the patient experienced a cardiopulmonary arrest and expired. No action was taken to treat this even and the death certificate autopsy results are not available.